Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a power system error (back up battery fails) is detected and this error does not prevent the pump from running (pump error 25) alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm, able to complete the rewind and unknown whether passed the self test. The customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self-test, active current measurement and sleep current measurement. Pump successfully downloaded to thump. Pump trace download analysis confirmed the pump alarmed pump error 25 on 06/09/2023 10:00:00.000, replace battery now alarm on 06/09/2023 03:00:00.000, and low battery alert on 06/06/2023 12:14:00.000. The power management graph confirmed pump error 25, replace battery now alarm and low battery alert were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The electronic assembly, battery cap and battery tube were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and stained keypad overlay. The p-cap/reservoir does lock properly. The pump trace download analysis confirmed the pump alarmed pump error 25 on 06/09/2023 10:00:00.000. Due to connector resistance j6 /pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.